Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 30 when the cartridge was removed outside of the load sequence. Another cartridge was loaded and the alarm reoccurred. A new cartridge was successfully loaded and insulin delivery was resumed. Blood glucose was 257 mg/dl.